Event description:
Fire station personnel attended to a police department inmate who had collapsed. The pt was found unconscious and apneic. Three countershocks were administered after which the device spontaneously cycled power when another attempt was made to analyze the pt's ECG. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The basis for this opinion was not provided.